Event description:
Surgeri believed to be an l5-s1 spondyloishesis reduction and fusion. Surgeon had difficulty applying torque to the set screws. This was a case using jigs. Tabs had been removed before set screw was applied. Surgery prolonged 45 minutes. Several attempts have been made to confirm date (01/20006) of surgery, type (l5-s1) spondyloishesis reduction and fusion). And obtain information on status of patient.